Event description:
It was reported that the health care professional (hcp) contacting technical services (ts) for review of reports of the pacemaker system. Ts analyzed the presenting electrogram (egm) and found that there was loss of capture (loc) on the right ventricular (rv) lead channel with a back-up pace. Ts discussed possible involvement of the rv automatic threshold (rvat) test. Ts suggested a patient-initiated interrogation (pii) for troubleshooting. This rv lead is a non (B)(6) product. No additional adverse patient effects were reported. Currently, the pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).